Event description:
Initial result for a patient calcium was 6.2 mg/dl. When repeated, the result was 9.9 mg/dl. The incorrect result was not used to guide therapy. The issue has been addressed via an urgent product retail bulletin.